Manufacturer narrative:
(B)(6). This report is for an unknown 5.0 titanium locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery took place on an unknown date for an exchange nailing on a right proximal tibia shaft due to a non-union. The tibia nail and four 5.0 titanium locking screws were removed and replaced with new, identical parts. One of the four screws was broken; the other three screws were intact and had no issues. The procedure was successfully completed. The original surgery date is unknown. The non-union was discovered via x-ray on an unknown date. This report is for an unknown 5.0 titanium locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the revision procedure took place on (B)(6) 2016. There was no surgical delay reported.